Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however the lead data from the device memory was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated rv (right ventricular) undersensing information. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy with defibrillation shocks. The right ventricular (rv) lead was oversensing t-waves, several non-sustained ventricular tachycardia (nsvt) and non-sustained ventricular fibrillation (nsvf). Therapy was temporarily withheld by the device's wavelet until high rate timeout feature. The device then administered anti-tachycardia pacing (atp) and ultimately a shock which induced a true vf in the patient. The patient was then again administered a defibrillation shock which broke the patient's vf. The device was reprogrammed and defibrillation threshold (dft) tests were performed. The device and rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.